Manufacturer narrative:
(B)(4). Eval, results: (myocardial infarction, dissection).

Event description:
Two endeavor sprint drug-eluting stents were deployed overlapping to the prox lad, the first to treat the target lesion (ref MFR # 2953200-2010-02419) and the second to treat a dissection (ref MFR # 2953200-2010-02420). Two endeavor sprint drug-eluting stents were deployed overlapping to the mid lad, the first to treat the target lesion and the second to treat a dissection (ref MFR # 2953200-2010-02422). Post-procedure residual stenosis was 0% with timi 3 flow in both lesions. There was a suspected mi during the index or re-pci procedure, categorized as a non q-wave mi in the territory of the target vessel. Event was identified by the clinical events committee and deemed to be consistent with an mi. The pt was discharged the day following the index procedure on aspirin and clopidogrel dosing. The investigator has not assessed the relationship of the suspected mi to the study stent, study drug or study procedure. Pt was asymptomatic at 30 day, 6 month, 1 year, 1.5 year and 2 year follow-ups.